Event description:
It was reported that the patient's physician was going to replace the patient's lead to due to impedances greater than 4000 ohms on all combinations. When the physician opened the pocket the device was sitting in the pocket with no lead attached. Upon further investigation the lead had twisted so much it broke off inside the device. The device and lead were removed and a new lead and device were placed. Subsequent information received reported that the patient was doing well now that the entire system was replaced. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that the part of the lead was stuck in the conductor port. Analysis of the lead (lot # v956867) found that the outer insulation was twisted. The proximal segment of the lead was stuck in the connector port of the ins. A segment of the connector port was cut away to allow the proximal segment of the lead to be removed and for the ins to be functionally tested. The ins was functionally ok and the output was good on all electrode pairs. Due to the twisting and overall condition of the lead, the lead was not functionally tested. The lead was twisted in the proximal to medial section of the lead. All conductor wires were broken at the proximal end due to the twisting of the lead.

Manufacturer narrative:
Product ID, 3889-28 lot# v956867, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.